Event description:
The customer called to report a blank display on the insulin pump. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component at the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube.